Event description:
The customer's son reported the customer received an error-6 display message on her blood glucose meter and as a result, she was unable to test her blood glucose and experienced symptoms of hypoglycemia. The paramedics were called and reportedly treated the customer with 50% dextrose intravenously. A blood glucose reading of 34 mg/dl was reported, but it is unknown which blood glucose meter was used to obtain the reading. It was also reported the customer was transported to a hospital where she was diagnosed with severe hypoglycemia and her treatment with 50% dextrose intravenously was maintained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
Customer reported the system will not complete boot up. No patient injury was reported.

Manufacturer narrative:
Product has been received and extended investigations have been completed. The complaint was not confirmed. After review of the meter data log it has been determined that significant date and time changes were not observed. This is a final report.